Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 was not detecting as closed. A field service engineer (fse) found that the magnet head popped out of a latch assembly and replaced the latch plunger on both drawer six and seven and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 was failed. Customer tried rebooting the station but unable to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.